Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was firing malformed clips. They completed the procedure with a new like device. There was no patient consequence reported.